Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer found the non-tandem infusion set cannula to be bent. Reportedly, an occlusion alarm did not occur during this event. Customer's blood glucose (bg) was elevated, but the exact value was not provided. Manual insulin injections were used to address elevated bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.